Manufacturer narrative:
Examination was not possible, as the device was not returned. A complaint database search finds no other reported incidents against the provided prod and lot codes since their release for distribution. The investigation could not verify or identify any evidence of prod error/contribution regarding the reported problem. It is known that this revision sys has been voluntarily removed from the market because of the potential for the sys to be used where natural proximal bone support is not present and other means of adjunctive fixation are not used per labeling cautionary statements. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt will be revised to address fracture of the stem. Revision surgery scheduled for late 2008.